Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The device was found out of specification in relation to the reported symptom. The evaluation confirmed and reproduced the door not fully latched alarm caused by excessive force needed to close the door. The door hooks and latch pins were replaced to correct this condition.